Event description:
Due to silicone breast implants, I became sick with chronic fatigue and joint pain. I had the implants removed and the joint pain improved somewhat but I still have the fatigue. I am unable to work and have been diagnosed with fibro myalgia and chronic fatigue syndrome. I have a host of other problems including malabsorption, thyroid problems, non-restorative sleep, raynaud's phenomenon, recurring epstein-barr virus and chronic yeast infections.